Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon revised the accolade tmzf for fractured neck. The stem was a size 5 with a +8 head.